Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device detachment occurred. During preparation of an opticross imaging catheter, it was noted that the sheath had detached. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window detached in the lapjoint section and imaging window was not returned for analysis.

Event description:
It was reported that device detachment occurred. During preparation of an opticross imaging catheter, it was noted that the sheath had detached. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.